Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The reported "pump has no indicator of partial occlusion or resistance, this likely contribute to poor flow accuracy." Per the spectrum iq operator's manual, a caution states: "caution accuracy. The upstream occlusion detector may not detect partially occluded tubing.". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had high sensitivity to upstream and downstream occlusions, has no indicator of partial occlusion or resistance, which was alleged to contribute to poor flow accuracy. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.